Event description:
Unomedical reference number (B)(4). Event occurred in qatar. On 24-april-2024, it was reported by the patient that he was suffering from high blood glucose level on the first day of use. In troubleshooting bent cannula found. Infusion set was placed in abdomen. Current blood glucose level was 8.8 mmoll. Hyperglycemia is treated by correction dose with new set by pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: qatar.